Event description:
The customer was hospitalized. The customer was released without receiving the blood test results. The customer remained disconnected from the pump since the admission. It was stated that the customer ate breakfast. Injected 7u manually with the same insulin used in the reservoir, and forty-five minutes later the bgs rose. The time on the pump was checked and was off by one hour. The basal rate showed that the customer has one basal rate of 0.7u for twenty-four hours and total of 16.8u. The customer did not want to adjust the time. During the conversaton the customer's spouse stated that the customer had low bgs and customer gave self 2u when the low bgs occurred.